Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The lesion being treated was located in the proximal right coronary artery (prox rca) with 50% stenosis, a lesion length of 24.0mm and a reference vessel diameter of 3.50mm. The lesion was not predilated and a 3.5x24mm taxus express2 stent was implanted. The lesion was post-dilated and visually confirmed 0% stenosis. Following the procedure, the patient developed changes in the electrocardiogram and experienced ischemic symptoms. Angiography was performed and a dissection was discovered. Percutaneous coronary intervention (pci) was performed and a non-bsc stent was implanted in the prox rca. The patient was discharged four days later.